Event description:
On (B)(6) 2022 I had an inspire device implanted at the (B)(6) medical center in (B)(6). I had several appointments with the contracted va physican and also a person identifying himself as a inspire company representative. After having the device implanted I needed to get a MRI but found out that no one could do one due to unsafe conditions without having a specific type of MRI machine. I contacted inspire and was told there were no mris in my state (B)(6) that was safe. Then after me contacting all of the places in my area, I was told by inspire that a place north of (B)(6) could do it (about five or more hours round trip). Then they called and said ruby memorial could do it (about a four hour round trip), then today they called and said camc (about a three hour drive could do it). I explained to them that having a routine MRI would be one thing to travel so far, but that would not suffice in an emergency like a stroke as I have had in the past. Today I saw an ad that mentioned the side affects but in no way was not being able to have a MRI at the majority of facilities mentioned. I cannot believe a word that inspire says, they have changed their story three times now. I simply cannot trust to have a MRI and have the inspire device pulled from my chest. I have demanded that this device be removed. When I began to run into this problem I looked at the data card that was given to me. It shows that it is MRI comparable but then has written on it "may be used very specific conditions". It is my opinion that inspire is not telling potential of the MRI issues in their advertisements in an attempt to gain as much business as possible. I put the date of the incident as the date of the device being implanted. There has been no adverse affects yet. On (B)(6) 2022 I had an inspire device implanted at the (B)(6) medical center in (B)(6). I had several appointments with the contracted va physican and also a person identifying himself as a inspire company representative. After having the device implanted I needed to get a MRI but found out that no one could do one due to unsafe conditions without having a specific type of MRI machine. I contacted inspire and was told there were no mris in my state (B)(6) that was safe. Then after me contacting all of the places in my area, I was told by inspire that a place north of columbus, ohio could do it (about five or more hours round trip). Then they called and said (B)(6) memorial could do it (about a four hour round trip), then today they called and said camc (about a three hour drive could do it). I explained to them that having a routine MRI would be one thing to travel so far, but that would not suffice in an emergency like a stroke as I have had in the past. Today I saw an ad that mentioned the side affects but in no way was not being able to have a MRI at the majority of facilities mentioned. I cannot believe a word that inspire says, they have changed their story three times now. I simply cannot trust to have a MRI and have the inspire device pulled from my chest. I have demanded that this device be removed. When I began to run into this problem I looked at the data card that was given to me. It shows that it is MRI comparable but then has written on it "may be used very specific conditions". It is my opinion that inspire is not telling potential of the MRI issues in their advertisements in an attempt to gain as much business as possible. I put the date of the incident as the date of the device being implanted. There has been no adverse affects yet.